Event description:
It was reported the patient was a little bit more spastic than usual, but the patient had experienced similar periods of spasticity in the past. The patient experienced increased spasticity throughout his body. It was presumed that the symptoms were a result of medication withdrawal. The patient's symptoms began at approximately the same time the patient began hearing the pump "make noise." The pump was alarming. A motor stall had occurred on (B)(6) 2012; on (B)(6) 2012, stopped pump period may exceed tube. Troubleshooting options were discussed with regard to programming the pump, since the patient did not to receive any drug since the motor stall occurred. The patient had a pump implanted "8 years ago" for spasticity secondary to chest pain. For the past month the pump had been malfunctioning and not delivering the appropriate dose of medication. The device was further noted as having failed / was "broke"; and they "couldn't get it to work or it stopped working". The pump was replaced. The patient was without injury, and had recovered without sequela. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found the motor gear train anomaly. The anomaly was corrosion.